Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and five shocks due to supraventricular tachycardia. Therapy was exhausted. At this time device remains in service. No additional patient effects were reported.